Manufacturer narrative:
Tandem¿s t:flex user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bottom of the cartridge leaked after filling the cartridge. The issue occurred with multiple cartridges. Reportedly, the cartridges were filled with at least 480 units of insulin and the customer was not performing the air removal process when loading the cartridges. Tandem technical support (cts) informed the customer that the most likely reason for the cartridge leaking was due the cartridge having 480 units of insulin and air inside the cartridge causing the cartridge to being overfilled. Cts educated the customer in regards to the air removal process. Blood glucose level ranged between 384 mg/dl to below 500 mg/dl.